Manufacturer narrative:
Updated; the previously reported device code (B)(4) no longer applies to this event and has been updated to (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-31, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (unknown dose and concentration) via an implantable pump for familial spastic paralysis. On 2017 (B)(6), a pump replacement occurred and the healthcare professional (hcp) could not aspirate cerebrospinal fluid (csf). The hcp confirmed the catheter status through fluoroscopy and judged that there was no problem. It was stated, "since upper limb clonus began to develop slightly in these days (2017 (B)(6)), the physician intended to carry out catheter fluoroscopy this time, but still thought that there was a catheter problem as csf could not be aspirated." A catheter occlusion was suspected. The catheter would "be replaced in the future." The event was reported as recovered on an unknown date.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-31, information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient receiving gabalon (unknown dose and concentration) via an implantable pump for familial spastic paralysis. On (B)(6) 2017, a pump replacement occurred and the healthcare professional (hcp) could not aspirate cerebrospinal fluid (csf). The hcp confirmed the catheter status through fluoroscopy and judged that there was no problem. It was stated, "since upper limb clonus began to develop slightly in these days ((B)(6) 2017), the physician intended to carry out catheter fluoroscopy this time, but still thought that there was a catheter problem as csf could not be aspirated." The catheter would "be replaced in the future." The event was reported as recovered on an unknown date.